Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2020, a patient received a perceval pvs25 in aortic position. At the time of the perceval implant, the following concomitant procedures were performed: CABG, mitral valve/annulus replacement and a tricuspid repair. On (B)(6) 2020, the patient experienced a complete heart block requiring the implant of a permanent pacemaker on (B)(6) 2020. The patient was discharged home on (B)(6) 2020 with a good device functionality (13mmhg, no central/perivalvular leak).

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2020, a patient received a perceval pvs25 in aortic position. At the time of the perceval implant, the following concomitant procedures were performed: CABG, mitral valve/annulus replacement and a tricuspid repair. At the time of the perceval implant, the device reportedly appeared well seated, but the position of the balloon was too close to the newly replaced mitral valve and pushed the mitral valve out of the annulus. Therefore, it was determined that ballooning the aortic valve was not a safe choice for the patient, and no post-dilatation ballooning was performed. On (B)(6) 2020, the patient experienced a complete heart block requiring the implant of a permanent pacemaker on (B)(6) 2020. The event was reported as valve-related. The patient was discharged home on (B)(6) 2020 with a good device functionality (13mmhg, no central/perivalvular leak).

Manufacturer narrative:
Fields updated: b4, b5, f6, f7. The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6) as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. As the device remains implanted, no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.